Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2011 during which the surgeon noted ¿these dense adhesions were in an area where what appeared to be a prior mesh placement had dehisced and caused a dense inflammatory scar tissue formation in the area of the inferolateral aspect of the left side of the patient¿s fascial defect.¿ it was reported that the patient experienced an unknown event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 02/07/2022. Additional b5 narrative: it was reported that the patient experienced hernia recurrence.

Manufacturer narrative:
Date sent to the FDA: 10/11/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.